Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The master tool manipulator (mtm) was analyzed and the reported failure was unable to be reproduced but could be confirmed as having occurred via field error logs. A visual inspection was performed. The mtm was installed onto the system and powered up. A sine cycle and a test drive were performed without any issues. Tests were performed via matlab and all passed. Error 307 is a default failure and it is not caused by a functional failure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the reported issue. However, the fse reviewed logs and found errors pointing to the right master tool manipulator. The fse replaced the right mtm. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer had a recoverable fault on the universal surgical manipulator (usm) 4. The fault kept reoccurring and so the customer disabled the usm. Later, the surgeon wanted the usm back so they rebooted the system. The system powered back on with a non-recoverable fault. The error logs showed multiple 307 errors for the surgeon side console (ssc) 1 right master tool manipulator (mtmr) but showed no usm 4 related errors. The technical support engineer (tse) had the customer hard power cycle the system with no change. All the usm leds were amber, and they had to separate usm 4 from the other usms to get the leds to change color. The tse then had the customer power down the system and disconnect the blue fiber cable from the ssc 1. The system powered on with no issues. The procedure was completing with one ssc with no reported injury.